Event description:
It was reported that customer experienced cgm error that affected sensor use with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, and after reset no further cgm error occurred and customer successfully started sensor session.